Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2020-03950. It was reported that patient experienced uncomfortable stimulation. A surgical intervention is anticipated however no further information is available at this time as a manufacturer representative was not requested to be present during the surgery.